Event description:
It was reported that during a device changeout procedure, the right ventricular bipolar impedance became low after the device was changed out. It was suspected that there was an insulation breech during the replacement procedure. The lead was programmed to unipolar impedance and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4076-58, lead, implanted: 2006-(B)(6). (B)(4).